Event description:
Medtronic received a report that there were dimensional issue. The customer reported about 6 on 10 shirts internal which are taller (2-5 mm) than the cannula. According us it's the cause of the tracheal ulceration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.